Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced unstable thresholds, no capture and low impedance. Lead was reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.